Manufacturer narrative:
Additional information for section h9: 3016438761-10/31/23-002-c further investigation into this issue found this incident may have been impacted by an issue identified in alinity ci system software v 3.4.0 or below, where when the bar code of the calibrator carton is scanned for the alinity c-series, calibrator values are not updated from the default lot for calibrators with values that change from lot to lot. The issue has the potential to generate incorrect results. Abbott is releasing alinity ci software version 3.5.0 to correct the issue and enhance the overall system. A product correction letter was issued on 30may2023 to all alinity customers who have installed alinity system control module (scm), notifying them of the issues in alinity ci software versions 3.4.0 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to alinity ci series to software version 3.5.0 as well as the necessary actions until software version 3.5.0 is installed.

Event description:
The customer observed that after they started using concc calibrator lot 0001275ue, they saw a shift down on uric2 on the alinity c processing module. The customer had the previous lot values installed. They were operating on alinity ci sw v3.4.0. The customer configured the correct values and calibrated all assays for the calibrator. Quality controls were ok after they reconfigured the correct values. The issue occurred with the alinity ci-series system control module (scm), scm03150, with alinity ci software version 3.4.0. There was no impact to patient management.